Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels between 320-328 (mg/dl). Customer changed supplies and it was indicated a bolus or manual injection would be administered to address bg levels. Contact reports that customer may be sick and will contact customer's health care provider to discuss diabetes management.